Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen femur and unknown nexgen bearings. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 12 years post initial surgery, the patient was revised due to tibial fracture and pain.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant products: lps art surf ef 5-6/grn 14 lot#60096837 item#00599604014, femoral component option for cemented use only size f lot#60213267 item#00599601601, all poly patella size 38 mm dia. Standard 9.5 mm thickness lot#60124781 item#00597206538. The reported event is confirmed as the photograph inspection showed a medial fracture. The bone cement was covering large sections of the pieces of the device. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The device had an in-vivo age of over 12 years and the implant is not guaranteed to last the rest of the patient¿s life. Prosthetic joints are not as strong, reliable, or durable as natural, healthy joints, all prosthetic knees may need to be replaced. As per the package insert, pain and fractures are listed as known potential adverse effects. The definitive root cause is attributed to wear. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI#): n/a. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.